Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the printer was not printing. The technical support specialist stated that the issue was resolved after customer rebooted the station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system printer was not printing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.